Manufacturer narrative:
Analysis of the implantable neurostimulator (s/n (B)(4)) found no significant anomaly with the device. The setscrew was backed out too far. (B)(4) no loner apply to this event.

Manufacturer narrative:
Additional analysis of the ins s/n: (B)(4) found connector ports were out of alignment.

Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: neu_unknown_lead, product type: lead. Product ID: neu_stylet_acc, product type: accessory. Product ID: neu_wrench_acc, product type: accessory. (B)(4).

Event description:
The manufacturers's representative (rep) reported lead insertion difficulty during procedure. A new implantable neurostimulator was opened during the procedure and they handled it themselves. The lead was not previously implanted with an extension or a different implantable neurostimulator. The health care professional (hcp) tried every way possible to get the lead inserted. They tried unscrewing it and reintroducing the grommet but it was getting stuck at the second contact. It was replaced with a new implantable neurostimulator and the issue was resolved. The hcp thought it may be the curved tip stylet that was potentially the issue. There was no patient harm reported. No further information was provided. If additional information is received, a follow up report will be sent.